Manufacturer narrative:
(B)(4). Results of investigation: the service technician was unable to duplicate the reported issue. All testing was performed using a good known test patient circuit. During bench testing set peep to 0 and ventilator displayed peep 0 on select window. The ventilator passed the peep test from the ltv final test. Internal inspection did not reveal any abnormalities with the ventilator. The ventilator passed all testing¿s.

Event description:
The customer reported that the ventilator is having issues with the peep. When set to 0, the ventilator display show 6 and when set to 10, the display shows 16. There was no report of patient involvement associated with this complaint.